Event description:
On 9/20/2000, co learned that the quantity of blood that was lost through the graft was 20mls over a period of approximately 2 minutes. In addition, the patch was confirmed to have been left in.

Event description:
The physician claims that the fabric was implaned for a left carotid endarterectomy procedure and oozed (leaked) blood from its suture line and wall. The exact quantity of blood lost through the fabric is unknown at this time but was reported as "more than usual." The leakage controlled with gel-seal and pressure. There was no injury or complication to the pt. The clinical outcome is ok. The pt's condition is fine. Note: based upon the complaint description info received, the fabric appears, at this time, to have been left in.